Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: it was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. Investigation conclusion: the image sent by the customer was verified and it was possible observe plunger rod broken. Root cause description: the probable cause for the occurrence is related to failure at syringe assembly station. Rationale: the incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the bd plastipak¿ syringe luer slip plunger rod was found broken before use. The following information was provided by the initial reporter, translated from portuguese to english: "syringe without the whole plunger. 08/28/2020: additional information received - the plunger is broken. The incident was detected before use on the patient. There was no harm to the patient / health professional."